Manufacturer narrative:
Per the t:slim x2 basal iq user guide states: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer performed the load fill tubing sequence while connected at site after inadvertently entering the load process while navigating the pump to start a new sensor session. Customer's blood glucose (bg) 150 mg/dl. The customer adjusted the temporary rate and consumed food to address the issue. The customer successfully reloaded the cartridge and insulin delivery was resumed.